Event description:
Explant surgeon reported to sales rep. That she had explanted a mesh with a broken ring on a pt in late 2008. Surgeon reported she noted the broken ring to be poking in towards the bowel.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.